Manufacturer narrative:
Eighty representative samples were received at the manufacturing site for evaluation. All samples arrived in their original packaging with lot number 192210040. Upon a visual and functional evaluation of the samples, the reported issue could not be confirmed. The samples passed both the visual and functional evaluations with no issues detected. A root cause could not be determined as the reported issue was not confirmed. The device history record was reviewed for lot number 192210040 and indicated that the product was released accomplishing all quality standards. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported an issue of the blue wings breaking off easily. No patient injury.